Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received radiation therapy due to a carcinoma. After that, the physician elected to reposition the lead to the patient's other side. The lead was later removed for unknown reasons. At explant, an insulation defect was noted.

Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2010-04157 for a description of the second device. It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, the heater canister was inserted into the hta unit. Before the cassette could be installed, the heater canister began to "glow orange," and the system shut down. The alignment pin was fully placed inside the reservoir holder, and there was no compression force exerted on the reservoir. The sheath was not inside the patient at this time, and no saline was circulating. A second procerva procedure set was opened, however the hta system would not turn back on, and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."